Event description:
It was reported that this pacemaker device was found in safety mode. The patient is dependent on this device and experienced asystole as this device exhibited noise, oversensing, pacing inhibition. It is recommended to have this device replaced. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.